Event description:
While performing a vat and using ethicon 5 mm curved scissors, the doctor commented that the scissors were not cutting or coagulating. Upon inspection of the scissors, the black shaft coating appeared to have burst. No injury. This is a rubber like coating on the metal shaft of the scissors. It is burst - much like a water hose would burst in a linear fashion. Scissors returned to materials management.ethicon reference # 5dcs, lot # l4fc73.